Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was implnated with inductos. It was reported that an event was reported involving inductos. It is unknown whether the product was used according to the IFU/labeling. The surgeon who implanted the inductos, is an orthopedic surgeon specializing in foot and ankle (not spine or tibia).  It was unknown if there were patient symptoms. There were no further complications reported regarding the event.

Manufacturer narrative:
Section g4: 510(k) this part is not approved for use in the united states; however a like device catalog # 7510800, PMA # p000058 and UDI # (B)(4). Was cleared in the united states. Additional codes: annex g code preferred term is recombinant bone morphogenetic protein. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.